Event description:
Rptr indicated that her vns therapy programming wand was intermittently having difficulty communicating with pts' pulse generators. Good faith attempts to obtain programming wand for prod analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.